Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative; an impella cp device was inserted into the left femoral artery in a 85-year-old male patient presenting in society for cardiovascular angiography & interventions (scai) a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had suction alarms and position low alarms. The p-level was reduced, a fluid challenge was given, and the impella was pulled back by 4cm. The patient was noted to have red-tinged urine and an elevated partial thromboplastin time (ptt) during that time. The heparin dose was readjusted per hospital protocol. The urine color then improved. No further alarms were noted and flows placed back to p-9. The following day, the patient received a unit of blood for anemia and the groin dressing was noted to be saturated. The groin was with a soft ecchymosis. The cardiology team redressed the groin to better angle match. The patient was noted to be on anticoagulants and antiplatelets (heparin, aspirin, brilinta), and a pre-existing dialysis patient. After two days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned at p-9 at 3.4l/min as intended with d5w sodium bicarbonate in the purge solution. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Updated information: d3 MFR fax number added.